Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
All pre-surgery checks completed with no issue start of list case 3: set up / homing as normal. Registered bone. Both lateral and medial condyles were out between 1.2-2.5mm. Medial appeared deep and lateral appeared proud suggesting a rotational error. Pre-case ¿ segmenting was checked prior and surgeon and I had talked though CT landmarks together. Troubleshooting: checked all visadiscs were on correctly on probes and femoral arrays. Recaptured hip center multiple times, trialed with stabilizing the pelvis, trailed more/less circumduction motions ¿ these changed the registration pattern however overall was still not passable. Reregistered bone multiple times trialing different distribution of points from medial and lateral and on different planes. Intra-op again checked with john the CT landmarks for the femur scrolled through segmentation intra ¿op ¿all fine. Registered tibia to see effect/check blue probe ok/ check correct bone tibial registration green however pattern of red on the tubercle suggesting potential rotational error? The patient scan name, dob, scan date and left leg were all correct. Surgery delayed about 30 minutes whilst attempting to troubleshoot above issues. As the registration issues were unable to be solved, the surgeon elected to proceed with a navigated asm knee.

Manufacturer narrative:
Reported event: an event regarding failed femoral registration during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 372 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding failed femur registration. There were other similar reported events (B)(4). Conclusion: analysis of the first registration attempt demonstrated a high distance difference between the CT and patient hip capture landmark when mapped to bone space using final registration (9.29 mm difference). This may be a contributing factor to the points captured on the lateral side being proud while the points on the medial side being deep. In contrast, the last registration attempt revealed a relatively smaller distance for the hip landmark when compared to the first attempt. The registration result excluding the hip center calculation is evidence that the user moved the patient during the kinematic capture of the hip center. Moving the patient during the hip center can cause the system to try to fit points to a bone that has been registered to be longer or shorter than the physical bone. As a result of the bad hip center capture the user could not pass bone registration. The mako system performed within its specification. The user moved the patient during the kinematic capture of the hip center resulting in a failed bone registration.

Event description:
All pre-surgery checks completed with no issue start of list. Case 3: set up / homing as normal. Registered bone. Both lateral and medial condyles were out between 1.2-2.5mm. Medial appeared deep and lateral appeared proud suggesting a rotational error. Pre-case ¿ segmenting was checked prior and surgeon and I had talked though CT landmarks together. Troubleshooting: checked all visadiscs were on correctly on probes and femoral arrays. Recaptured hip center multiple times, trialed with stabilizing the pelvis, trailed more/less circumduction motions ¿ these changed the registration pattern however overall was still not passable. Reregistered bone multiple times trialing different distribution of points from medial and lateral and on different planes. Intra-op again checked with (B)(6) the CT landmarks for the femur. Scrolled through segmentation intra ¿op ¿all fine. Registered tibia to see effect/check blue probe ok/ check correct bone. Tibial registration green however pattern of red on the tubercle suggesting potential rotational error? The patient scan name, dob, scan date and left leg were all correct. Surgery delayed about 30 minutes whilst attempting to troubleshoot above issues. As the registration issues were unable to be solved, the surgeon elected to proceed with a navigated asm knee.